Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing as it was unable to communicate with a monitor. The cause for the failure to communicate with a monitor and the service code was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a german patient was receiving a service code 204 (belt/monitor unusable).